Event description:
It was reported the pt had intermittent stimulation. It was reported the stimulation was felt for about an hour and the pt would then lose the sense of the stimulation. Follow up identified the physician replaced the ipg. It was reported the pt was well postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.